Manufacturer narrative:
Although no patient injury or complications related to the event were reported & no medical intervention was reportedly required to preclude serious injury, the same malfunction might result in a cancelled major procedure should it recur, thus lumenis has determined this event to be MDR reportable. Lumenis has initiated CAPA #(B)(4) to further investigate intermittent versacut handpiece operation, and to determine if corrective action is required.

Event description:
A foreign user facility reported that during a holep procedure in which a lumenis versacut morcellator was being utilized, the handpiece would stop working intermittently. The operator switched to a second handpiece to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.